Manufacturer narrative:
The insulin pump was monitored and passed the functional testing, including the reset error test, self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No error alarms were noted during testing. Alarms were noted in the history due to a corrupted history file. No constant tone was noted. The insulin pump functioned properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. The customer was treated with manual injection. The insulin pump was giving a constant tone. A new battery had not restored normal function. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.